Event description:
Patient contacted their patient care specialist who contacted dexcom technical support via email on (B)(6) 2015, to report that the patient had a hypoglycemic event and was hospitalized on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no reported issue with the device. It should be noted that diabetes mellitus is a known cause of hypoglycemia. However, a root cause for the reported patient event cannot be determined.